Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced auto-reducing. It was noted the patient had not used his scs system in approximately a year due to this issue. Reprograming was able to provide effective stimulation coverage for one of the leads. However, the other lead reflected invalid impedance readings and the patient was without stimulation coverage. Subsequently, the patient underwent surgical intervention where one lead was explanted and replaced with a different model.